Manufacturer narrative:
The actual device was not evaluated by philips. No malfunction occurred. A patient experienced a drop in blood pressure at which time a yellow nbp alarm was provided however staff was not aware of/did not hear that alarm which led to a delayed response to the patient. The patient was not otherwise harmed. The customer requested the ability to configure red level alarms for nbp limit violations which is not a current capability of the product. This is a feature enhancement request. The customer was provided with alternate methods to be alerted to alarms more easily including increasing the alarm volumes at bedside and central, setting alarm limits more narrow and to use caregroup/overview pop-up alarming.

Event description:
The customer reported that a patient had a change in blood pressure (non-invasive) which triggered a yellow alarm that staff did not hear/were not aware of. The patient was found lethargic but was not otherwise harmed. The patient was not otherwise injured unspecified treatment was provided.